Event description:
Removal of (dislodged) tampon, retained tampon left in for more than a week, tampon string getting dislodged inside vagina [foreign body in reproductive tract]. Severe and foul rotten odor coming from the vagina [vaginal odour]. Rapid bacterial growth - vagina [overgrowth bacterial]. Tampon string getting dislodged [device breakage]. String malfunction - tampon [device physical property issue]. (Retained tampon) left in for more than a week [incorrect product administration duration] case narrative: consumer reported via email that the tampon was dislodged inside the vagina. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation